Event description:
Implant failure. Non-integration of 3 implants - same pt. Removed when attachments were torqued down. Bone quality at time of implant failure: iii. No other information is available.